Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving many weak signal alerts and unexpected reinitializations. Customer stated that the last time this happened was two or three weeks prior. The blood glucose reading was not given. Nothing further was reported.